Event description:
It was reported via voluntary medwatch that the patient's right ventricular (rv) lead exhibited inappropriate shock and an over current detection (ocd) alert due to charge time out. It was also noted that the rv lead had a high defibrillation impedance. No intervention was performed, and the patient's status was unknown.